Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 130 alarms noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 there were eight (8) pump error 130 alarms (between 14:46 and 16:48) and one (1) pump error 82 alarm (15:31) that occurred. Per r&d engineering: the pump error 130 is mfda alarm and it is expected if pump experienced strong magnetic field. The pump error 82 alarm was triggered since the power was not granted for the motor power supply within 500 ms. Could be related to strong magnetic field as well. The pump behaved as expected. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electric circuit board a 1 and electric circuit board a 2), the motor, or the force sensor noted and the motor flex cable on j5/electric circuit board 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, serial number label fading, and pillowing keypad overlay. Pump error 82 alarm and pump error 130 mfda alarm is confirmed, and it is expected if pump experienced strong magnetic field (the pump behaved as expected). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.